Manufacturer narrative:
The pump, s/n: (B)(4), was received. The pump could not be tested as it was received in a damaged condition and the front case was cracked. However, the power cord was received had evidence of damage and was worn out due to use overtime. The reported issue was confirmed. The service history record was reviewed, this device was manufactured in 2015 and this the first time this serial number was returned for service. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Event description:
The customer reported that the device had a burnt cord and electrical smell.